Event description:
Information received notes that while the patient was in the hospital for back pain, bipolar atrial lead impedance was found to be 300 ohms. Bipolar capture thresholds were at 7.5 v. Unipolar lead impedance was <200 ohms with a threshold of 5.5 v. Due to oversensing in unipolar, the device was programmed to bipolar where the threshold was later read as 4.0 v. Due to the patient's age and health, the device was programmed to 5.0 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received